Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed a ventricular tachycardia episode and this right ventricular lead displayed noise. It was thought the noise was due to a lead fracture. A revision procedure was performed, this lead was removed and replaced. Upon removal a visual inspection confirmed this lead was fractured. No return of product is intended. No adverse patient effects were reported.